Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Button error troubleshooting was started and customer was informed pump is being replaced. No further details are given.